Manufacturer narrative:
(B)(4). The customer returned one used sample of product code (B)(4), lot unknown. The sample arrived out of the pouch primed. Visual inspection showed that the tubing had separated from the male luer. Closer visual inspection under a microscope showed that there was an incomplete plow ridge around the tubing end. The remaining solvent bond junctions were then pull tested with no failure noted. The condition was confirmed. A batch review could not be performed as the lot number is unknown. The root cause was determined to be human error due to an incorrect insertion of the tubing into the medical solvent dispenser during the manufacturing process. Manufacturing personnel involved in the manufacturing process have been made aware of this issue.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The nurse reported that the bonding agent did not hold the distal end of the clearlink y-type catheter extension set together. The incident occured in the ICU and the patient had an unknown amount of blood come out of their catheter as a result of the incident. There was no patient injury or medical intervention reported. No additional information is available.